Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc solo is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed no obvious use residues throughout the returned catheter. The catheter was not trimmed. Two opposite and longitudinally aligned splits were observed at the 8 cm depth marker. A microscopic observation revealed the splits to have sharp fracture edges and a fracture surface. Because of the location of the two splits and the features exhibited along the splits, the complaint of a leaking catheter is confirmed and is likely due to compression damage. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11

Event description:
It was reported that senior nurse examined patient PICC line which was leaking with a flush. Able to withdraw blood, but leak on flushing. Nurse took the dressing down to check. Removed the secure cath and there was visible droplet formation of tpn in a split part of the tubing. 5 days ago, when it was inserted, nurse had been called to examine this new PICC which no longer flushed. Nurse discovered the PICC line was not central to the secure cath channel and it had been pinched off. It appears this may have damaged the integrity of the line. Senior nurse removed the line. The split is at about the number 9 mark from the patient entry site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that senior nurse examined patient PICC line which was leaking with a flush. Able to withdraw blood, but leak on flushing. Nurse took the dressing down to check. Removed the secure cath and there was visible droplet formation of tpn in a split part of the tubing. 5 days ago, when it was inserted, nurse had been called to examine this new PICC which no longer flushed. Nurse discovered the PICC line was not central to the secure cath channel and it had been pinched off. It appears this may have damaged the integrity of the line. Senior nurse removed the line. The split is at about the number 9 mark from the patient entry site.